Event description:
The facility stated the surgeon was having difficulty with the cartridges and plungers in the injector. The notation on the packaging indicated a torn haptic, but the lens was not returned. The facility indicated that they had no further information regarding the cartridges and plungers that were returned. It is unknown if the lens had patient contact or if pt injury occurred. The facility had returned for foam tip plungers and the lot number was 1192424. Also, six sfc-25 cartridges, lot number 1192597, were returned.